Event description:
Reportedly, in (B)(6) 2025, during a follow up, the physician highlighted a right pacing lead impedance <200 ohms. On (B)(6) 2025, a new outpatient check-up noted that the right ventricular lead pacing impedance was still <200 ohms. A fundamental point is that the leads were fixed to the tissue without suture sleeves upon implantation.

Manufacturer narrative:
The serial number was not retrieved. The conclusions are as follows: the patient files analysis led to the following observations: - in the files provided (B)(6) 2024 and (B)(6) 2025), it has been observed that the ventricular lead impedance was below 200 ohms (181 ohms). - in the manual ventricular threshold tests performed on (B)(6) 2024, a high ventricular pacing threshold is noticed (4v, loss of capture at 3.75v) associated with farfield sensing in the atrial channel. - since the serial number cannot be provided, no x-rays are available and the lead was not returned, no deeper investigation could be performed. - it is known that the suture sleeve was removed at implantation. - based on the available data, an insulation issue or a lead positioning issue can be suspected. - this complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The serial is unknown as for now. Once it is retrieved, a new MDR report will be provided.

Event description:
Reportedly, in (B)(6) 2025, during a follow up, the physician highlighted a right pacing lead impedance <200 ohms. On (B)(6) 2025, a new outpatient check-up noted that the right ventricular lead pacing impedance was still <200 ohms. A fundamental point is that the leads were fixed to the tissue without suture sleeves upon implantation.